Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device developed leak and lost tidal volumes. It was resolved as per bronchoscopy by the physician. It was reported there was patient injury.